Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles calcification observed outer the device. ¿ green mold observed outer device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and textured implant exchange due to recall. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture, baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and textured implant exchange due to recall. Device has been explanted.